Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test and self-test. No grey screen or lines on screen noted during testing. Unit was received with scratched casing, severe scratches on lcd window, scratches on display window cover, cracked select button on keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, missing serial number label, cracked reservoir tube lip and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump¿s display will sometimes go grey and it is difficult to read. She said that sometimes there are stripes on there as well. The customer¿s blood glucose was 12.0 mmol/l at the time of the call. She said that the piston makes a noise during reservoir changes that it does not usually make. The insulin pump will be returned for analysis.